Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0818) on 28-aug-2015. The most recent information was received on 18-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sharp pain') and endometriosis ('coagulation of endometriosis') in an adult female patient who had essure (batch no. B82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included back disorder, nerve damage and endometriosis. Concurrent conditions included bleeding menstrual heavy, allergic reaction to analgesics, latex allergy, sulfonamide allergy and menses irregular with excessive bleeding. Concomitant products included antibiotics, hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced rash macular ("rashes or skin conditions: face, all over red spots"). In june 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection: bladder"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In july 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("very painful to have sex and after like 3 or 4 days/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and orgasm abnormal ("other injuries: pain during orgasm"). In august 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("cramp / pain/ lower stomach tube area"), headache ("headaches/bad headache"), feeling abnormal ("feels like I'm pregnant 3 weeks out of the month"), vomiting ("I throw up"), malaise ("I get very sick"), back pain ("lower back (cramping)"), secretion discharge ("mucus bloody discharge"), weight fluctuation ("weight lost/ gain"), nausea ("sick to my stomasch"), depression ("depression"), acne ("acne") and mood swings ("im always mood swings") and was found to have smear cervix ("pap smear") and blood potassium decreased ("my potassium is very low"). The patient was treated with surgery (diagnostic laparoscopic bilateral salpingectomy, dilation and currettage, diagnostic hysteroscopy) and coagulation of endometriosis. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, rash macular, fatigue, alopecia and back pain had resolved, the endometriosis, vaginal haemorrhage, menorrhagia, vomiting, malaise, cystitis, dysmenorrhoea, vaginal discharge, orgasm abnormal, secretion discharge, smear cervix, weight fluctuation, blood potassium decreased, nausea, depression, acne and mood swings outcome was unknown and the headache, feeling abnormal and dyspareunia had not resolved. The reporter considered abdominal pain lower, acne, alopecia, back pain, blood potassium decreased, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, malaise, menorrhagia, mood swings, nausea, orgasm abnormal, pelvic pain, rash macular, secretion discharge, smear cervix, vaginal discharge, vaginal haemorrhage, vomiting and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain in female, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0818) on 28-aug-2015. The most recent information was received on 10-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sharp pain') and endometriosis ('coagulation of endometriosis') in an adult female patient who had essure (batch no. B82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included back disorder, nerve damage and endometriosis. Concurrent conditions included bleeding menstrual heavy, allergic reaction to analgesics, latex allergy, sulfonamide allergy and menses irregular with excessive bleeding. Concomitant products included antibiotics, hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced rash macular ("rashes or skin conditions: face, all over red spots"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection: bladder"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("very painful to have sex and after like 3 or 4 days/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and orgasm abnormal ("other injuries: pain during orgasm"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("cramp / pain/ lower stomach tube area"), headache ("headaches/bad headache"), feeling abnormal ("feels like I'm pregnant 3 weeks out of the month"), vomiting ("I throw up"), malaise ("I get very sick"), back pain ("lower back (cramping)"), secretion discharge ("mucus bloody discharge"), weight fluctuation ("weight lost/ gain"), nausea ("sick to my stomach"), depression ("depression"), acne ("acne") and mood swings ("im always mood swings") and was found to have smear cervix ("pap smear") and blood potassium decreased ("my potassium is very low"). The patient was treated with surgery (diagnostic laparoscopic bilateral salpingectomy, dilation and curettage, diagnostic hysteroscopy) and coagulation of endometriosis. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, rash macular, fatigue, alopecia and back pain had resolved, the endometriosis, vaginal haemorrhage, menorrhagia, vomiting, malaise, cystitis, dysmenorrhoea, vaginal discharge, orgasm abnormal, secretion discharge, smear cervix, weight fluctuation, blood potassium decreased, nausea, depression, acne and mood swings outcome was unknown and the headache, feeling abnormal and dyspareunia had not resolved. The reporter considered abdominal pain lower, acne, alopecia, back pain, blood potassium decreased, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, malaise, menorrhagia, mood swings, nausea, orgasm abnormal, pelvic pain, rash macular, secretion discharge, smear cervix, vaginal discharge, vaginal haemorrhage, vomiting and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain in female, menorrhagia. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs,mr and social media received : reporter information, lot no added. New events added - vaginal hemorrhage, menorrhagia, dysmenorrhea, device monitoring procedure not performed, infection bladder, dysmenorrhea, vaginal discharge, fatigue, hair loss, pain during orgasm, low back pain, mucus discharge, pap smear, weight fluctuation, low potassium level, sick in stomach, depression, acne, mood swings, endometriosis. Severity added low back pain, abdominal pain lower. Outcome added pelvic pain abdominal pain lower, low back pain, hair loss, red spots in the face, fatigue. Concomitant drugs added. Medical history was added. Event pt updated rash nos to rash macular. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.